Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received all intact with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log sowed no evidence of the reported issue. To further investigate, a functional test was performed. The issue was not confirmed. The device was tested 3 times, and all 3 test passed within the internal specification. The downstream occlusion sensor will be replaced as a preventative measure during the repair process.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed occlusion at 11 psi. No patient injury reported.